Event description:
Reportedly, some follow-up data corresponding to may-june 2014 period look corrupted.

Event description:
Reportedly, some follow-up data corresponding to (B)(6) 2014 period look corrupted.